Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an unknown procedure performed on (B)(6) 2023. It was reported that the clip pre-deployed in the esophagitis and caused inflammation to patient. No further information has been obtained despite good faith efforts.